Event description:
Customer reported pt's samples containing anti-e did not react with 0.8% surgiscreen, lot 8ss412. No death or serious injury is associated with this event. This report corresponds to ortho-clinical diagnostics, inc.